Event description:
It was initially reported that the patient has experienced difficulty speaking since his implant in 2008. The patient was seen by an ent who gave the patient some medication which improved the patient's symptoms. The patient still has some difficulty speaking and swallowing. The physician believes that these symptoms are due to left vocal cord paralysis, and has recommended vocal cord augmentation as the next line of treatment. The patient's current neurologist has performed diagnostics which were all within normal limits, however, they did not have the specific data to share. Good faith attempts to obtain additional information from the patient's treating physician have been unsuccessful to date.

Manufacturer narrative:
See scanned page.